Event description:
It was reported that protector p20-o broke. The following information was provided by the initial reporter: material no: 515064 batch no: 2011406 it was reported p20-o broke off. Verbatim: per customer's response on (B)(6) -2021 given that this issue occurred during our initial go-live period with the phaseal optima product, I believe that one of the bd reps has already taken the affected product from us and sent it back for investigation. Rx tech went to place p20-o onto vial of kadcyla (100mg) by genetech, and the spike underneath the p20-o broke off. Tech did not center p20-o onto vial when attempting to attach. When p20-o was removed off of the vial, it was evident that the metal ring on the vial was bent. I was not able to get a picture of the metal ring. The vial was not punctured.

Manufacturer narrative:
H.6. Investigation: one sample and three photos were provided to our quality team for investigation. Through visual inspection, the tip of the protector spike was observed to be bent, broken into two parts. The product underwent further evaluations, not observing any bubbles or other damage that could have contributed to the observed defect. A device history review was performed for lot 2011406, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were observed within any of the samples. Functional testing was performed, connecting the protector to a vial, injector, and syringe per the instructions for use. In all cases the protector properly penetrated the vial, liquid could be successfully withdrawn from the vial without issue, and no issues related to a damaged or broken spike occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. All results were reviewed for lot 2011406 and results were found to be acceptable, no issues related to the reported defect were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time, it is likely the spike broke as a result of improper connection of the device.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p20-o broke. The following information was provided by the initial reporter: material no: 515064. Batch no: 2011406. It was reported p20-o broke off. Verbatim: per customer's response on (B)(6) 2021. Given that this issue occurred during our initial go-live period with the phaseal optima product, I believe that one of the bd reps has already taken the affected product from us and sent it back for investigation. Rx tech went to place p20-o onto vial of kadcyla (100mg) by genetech, and the spike underneath the p20-o broke off. Tech did not center p20-o onto vial when attempting to attach. When p20-o was removed off of the vial, it was evident that the metal ring on the vial was bent. I was not able to get a picture of the metal ring. The vial was not punctured.